Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34/c-00 errors) was confirmed and reproduced on erbe connected to system. Logs showed (c-34 errors 3/12/2025.) Visual inspection:(scratches on the top and side of the cover.) (C-34 error on start and ono coag activation) erbe unit that was placed on a system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. Two small crater dents on right side of cover. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the monopolar function was not working and site used activation cable and are currently using the covidien integrated electro surgical generator unit (iesu). The procedure was completed with no reported injury.